Event description:
The laser fiber was observed to have a bend/kink in it. The device did not come into contact with the pt.

Manufacturer narrative:
The returned fiber complaint sample was received complete with its packaging and tray. On removal of the tray from its outer packaging a 90 degree kink was observed in the fibre approximately 70 mm from one of the distal markers. This confirms the complaint. Further investigation showed there was no evidence that the fiber had been removed from the packaging as the spiral wrap was still in place. The likely cause of failure is a packaging or shipping error. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).